Event description:
Laparoscopic cholecystectomy- "the plastic part of the jaw broke off and fell into the patient's abdomen. It was retrieved but caused delay with the surgery."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the jaws were fractured. The exact root cause of the fracture is unknown, potential causes could be the result of prolonged exposure in a lipid-rich environment or excessive force. All graspers undergo 100% visual and functional inspection during the manufacturing and assembly process. Applied medical has implemented material enhancements which are intended to increase resistance to this type of damage and reduce the potential for this type of fracture to occur. This lot was built prior to the material enhancements. This document represents our final report.